Event description:
It was reported by the physician that the use of a scalpel was required to make an additional incision during the implant procedure because the tunneling tool was not sharp enough. The patient was hospitalized beyond the standard of care following the implant procedure. Additional information was received that no intervention was provided by the hospital.

Event description:
It was reported by the physician that the use of a scalpel was required to make an additional incision during the implant procedure because the tunneling tool was not sharp enough. The patient was hospitalized beyond the standard of care following the implant procedure.